Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the alarm on the unit will not function. It was further reported that the unit had been repaired twice already.